Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two weeks and three days later, computed tomography (CT) revealed that interval marked thrombosis of the inferior vena cava with expansion. There was superior displacement of the inferior vena cava filter from an infra renal position to a suprarenal position. There was some clot seen, that extended through the suprarenal inferior vena cava filter. Approximately six days later, an attempt was made to deploy a second inferior vena cava filter. Using real-time sonographic guidance, a micropuncture needle was used to access the right internal jugular vein. Contrast was injected and images obtained. The images showed complete thrombosis of the vena cava to the level of the suprarenal inferior vena cava filter with expansion of the inferior vena cava. Small amount of thrombus was seen that extended above the level of the filter. The decision was made to place a second inferior vena cava filter to trap the supra-filter thrombus. A recovery retrievable inferior vena cava filter was placed above the suprarenal intrahepatic inferior vena cava filter, but below the area of the upper inferior vena caval narrowing, suggestive of the junction of the hepatic veins with the inferior vena cava. Contrast was injected and images showed that the filter was noted to be incompletely expanded, related to some thrombus in the wall of the upper inferior vena cava. The decision was made to re-position the inferior vena cava filter using the inferior vena cava retrieval system. An amplatz guidewire was placed, followed by placement of the filter retrieval sheath. The recovery cone was placed around the filter apex. Using the inferior vena caval filter retrieval system, the filter was re-captured and re-positioned in the upper inferior vena cava. The filter was placed intentionally in a mildly tilted position to facilitate caval wall adherence and prevent migration. Contrast was injected and images showed that the filter was above the level of the upper inferior vena cava thrombus and above the level of the first filter. The final images obtained in multiple projections showed a mildly tilted suprarenal inferior vena cava filter within the intrahepatic inferior vena cava with legs adherent to the vena cava wall and above the level of the first suprarenal filter. There was clot below the level of second filter. The site was dressed in sterile technique. There were no immediate complications during the procedure. Therefore, the investigation is inconclusive for alleged filter migration and pe post implant. Additionally, it can be confirmed that the patient experienced thrombus above the filter and thrombosis to the level of filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep venous thrombosis and recent development of subdural hematoma. Approximately two weeks and three days later, a computed tomography (CT) chest revealed that there was superior displacement of the inferior vena cava filter from an infra renal position to a suprarenal position. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with thrombus above the filter, thrombosis to the level of filter and pulmonary embolism post implant; however, the current status of the patient is unknown.